Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at the bipolar force amplification pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint regarding wire broken in jaws was confirmed by failure analysis. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for [isifa2024-09-c or other applicable field actions], as previously listed in section h9.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Follow-up was performed with the customer to request additional information. The only other information was that the instrument had been returned to intuitive surgical, inc. For analysis.

Manufacturer narrative:
The instrument involved in this complaint has been received for failure analysis, but the evaluation has not yet been completed as of the date of this report.